Manufacturer narrative:
The peritonitis occurred on an unspecified date in apr2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The cause of peritonitis and treatment were not reported. At the time of this report, the patient was recovering from peritonitis. Action taken with pd therapy was unknown. The reporter declined to provide additional information.